Event description:
A medtronic representative reported unusual behavior while doing a demo of the nico brainpath guidance view. In the vertical bar next to the guidance view, as the tip extension on the probe approached the target, the size of the tip extension shrank while the probe continued to move. It jumped to show the extension being past the target and back to the correct size. There was no patient present when this issue was identified.

Manufacturer narrative:
The issue was reproduced by medtronic personnel using a medtronic demo exam on a stealthstation treon treatment guidance system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up, reported the issue was replicated in mach cranial 5.2.5 on a stealthstation treon treatment guidance system.